Event description:
Bleeding after the device was deployed. Surgeon had to place two pledgeted sutures on the appendage to arrest the bleeding. No delay in procedure. No pt effect. No blood loss as a result of the reported issue. Procedure was completed successfully.